Manufacturer narrative:
The customer returned two bottles of the suspected contour next test strips from lot # 9fpeg12b for evaluation. In-house testing was performed using the in-house contour next ez meter with returned test strips, which gave a satisfactory performance. In-house testing was also performed using the in-house contour next ez meter with returned test strips and in-house contour next control solution, which gave a satisfactory performance. A device history record was reviewed for the suspected contour next test strips and no manufacturing anomalies were found. The sensor on the equipment detects open caps as the bottle of strips passes to the labeler.

Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided.

Event description:
The customer opened a box of contour next test strips and the bottle was already open. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.